Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a tsh result above the normal reference range not meeting the assay's precision range, generated by the access 2 immunoassay analyzer for one (1) male patient. Repeat testing with the sample diluted and on an alternate method resulted in the normal reference range. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was li heparin except sample 1/2. Centrifugation information was not supplied. Qc was within the customer's established ranges during this event. A system check performed on (B)(6) 2011 met specifications. Testing at beckman coulter cpls lab confirmed existence of a patient source interferent for the sample, which most likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Service was not dispatched for this event as the questionable results were isolated to one patient. Root cause for this event is associated with patient source heterophile like interferent.